Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the suspect device lot number; therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the three devices used during the same procedure. Refer to manufacturer report# 3005099803-2019-02945, 3005099803-2019-02939, and 3005099803-2019-02940 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx uncovered stent was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, the two resolution 360 clips (the subject of MFR. Report# 3005099803-2019-02939 and MFR. Report# 3005099803-2019-02940) failed to anchor the wallflex biliary rx uncovered stent (the subject of this report) in place. This led the stent to move from its original position. The stent was removed from the patient and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.